Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Healthcare professional reported right side deflation. After explant, particles in the valve was observed. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ particles in valve: not observed. ¿ deflation: observed an opening assessed as surgical damage. There was one opening assessed as an unidentified tear. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.